Manufacturer narrative:
(B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and determined that the leak was at the distal end of the hub, not the balloon as reported. A review of the complaint handling database found one similar incident from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av determined the most probable root cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcified left superficial femoral artery (sfa). A 5.0 x 200 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced with no resistance to the lesion, but upon inflation of the balloon, contrast was observed coming from the balloon. Despite the leak the lesion was successfully dilated and the pta catheter was removed from the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.